Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Event description:
The reporter claimed that the patient's blood glucose have been running high from time to time since she started on the animas pump treatment 4 months ago. Reportedly, last week the patient's blood glucose was at 600 mg/dl. The patient tested positive for ketones. After the infusion site was changed at the time of concern, her blood glucose returned to normal. Last night when the patient's blood glucose elevated to 300 mg/dl, once again the infusion site was changed and the patient's blood glucose returned to the normal range of 80-200 mg/dl. On the day of the call, the patient remained normal all day at around 117 mg/dl until after lunch when her blood glucose read 375 mg/dl. Despite the bolus insulin regimen she took via the pump, her blood glucose remained high. The patient's blood glucose was only corrected after the reporter changed out the cartridge and found an air bubble issue. During troubleshooting, the animas representative assessed the patient's alleged elevated blood glucose by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set. However, it was noted that the cartridge had air bubbles at times. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. There was no change in the diet or medication. The animas representative concluded there was no pump malfunction associated with the alleged event. Other contributing factors related to the alleged hyperglycemia were noted as follow: the patient is (B)(6) and reportedly is going through a growth spurt. The animas representative trained the patient on air bubble prevention and rotating sites away from pants line. The patient was also advised to follow-up with the healthcare provider. This complaint is being reported because the patient allegedly had elevated blood glucose of 600 mg/dl while her diabetes is managed with the animas product.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/09/2014 with the following findings: the black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2011 have been overwritten. A review of the available black box and alarm history shows no eaw¿s related to the complaint. The total daily dose adds up correctly and reflects the user programmed basal rate. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required range. Unable to duplicate the complaint, information for the complaint is overwritten. The battery cap was not returned, a test cap used to complete testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).